Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
End user states the left and right arm pads are worn and the wheellocks are loose.